Event description:
During product service by a service technician, a flogard infusion pump presented an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and battery testing were performed. Battery testing revealed that the device had an f-38 alarm. The cause of the condition was determined to be damaged force sensing resistors (fsrs). To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.